Event description:
Healthcare professional reported that the valve was abandoned during implant because it was too large. A 29 mm valve was successfully implanted with no adverse event to the pt. The valve was returned for analysis. There was no adverse effects to the pt.